Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml ll s/c 200 was missing scale markings. The following information was provided by the initial reporter: material no.: 302995, batch no.: unknown. It was reported that syringe markings are missing. Verbatim: half of syringe barrel markings are completely blank, no print on side of syringe.

Manufacturer narrative:
H.6. Investigation: one photo of two loose 10ml syringes was received and evaluated. Both syringes in the photo had similar areas of missing print. One syringe has no visible scale markings above the 6ml marking and one syringe had no visible scale markings above the 5ml marking, which were rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. It was likely due to an ink flow issue causing insufficient ink to be applied. DHR could not be performed due to unknown lot#.

Event description:
It was reported that syringe 10ml ll s/c 200 was missing scale markings. The following information was provided by the initial reporter: material no.: 302995 batch no.: unknown it was reported that syringe markings are missing. Verbatim: half of syringe barrel markings are completely blank, no print on side of syringe.